Manufacturer narrative:
(B)(4).

Event description:
It was reported by a (B)(4) hospital, that the arterial connector of the catheter is cracked. They noticed it because they noticed air into the dialyzer. They removed the device and inserted a new one. No consequence for the pt.